Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent primary breast reconstruction with two 250cc mentor memorygel breast implants, suffered right breast implant intracapsular leakage, post-procedure. The patient reported that the right side has always been misshaped and larger than the left side. As a result, the patient was scheduled for implant explantation on (B)(6) 2020.